Event description:
Int'l. ((B)(6)) complaint received reporting component separation with use of two 011-46104-42 arterial safeset it w/lav mtg. Kits. The initial information reports "approx 24 hours (in use) ...line fell apart at bonded area near safeset ... ". The devices were removed and replaced. There were no reported patient injuries, change in baseline status and or adverse consequences.